Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/30/2025, the user reported persistent high blood glucose following consumption of some cake. The highest recorded blood glucose was 447 mg/dl, and the event persisted for over 90 minutes. The device had been delivering corrective insulin since the previous evening, but glucose levels did not return to range. The device alerted the user to the high glucose level. The event was corrected with a manual insulin injection. The user reported feeling thirsty during the episode. During follow-up on 7/30/2025, the user reported that blood glucose had decreased from 447 mg/dl to 314 mg/dl after administering 10 units of insulin. The user planned to reconnect the device and change supplies. Inspection of the infusion set showed no bent cannula or site leakage. No external medical intervention was required, and no caregiver assistance was involved.